Event description:
It was reported that the large needle driver instrument had a broken needle and nothing fell into the pt. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one grip close cable broken near the proximal pulleys and proximal clevis cable hole, allowing the pulley to spin freely. It was determined that cable wear on the pulleys/clevis combined with high grasping force likely contributed to the cable breakage. Engineering also observed that one side of the distal end of the instrument main tube has a 1.25 inch long section with light material removed. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.